Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the affiliate with a request for medical information, concerns a male of unknown age. The patient was suffering from poor visual acuity. He worked as a physical labour at a mountain. He concomitantly received an unspecified oral drug. The patient subcutaneously received human regular insulin 30%/ human insulin isophane suspension 70% (humulin 3/7, cartridge) 8 units per day prior to breakfast via a reusable pen (luxura) beginning on an unknown date, reportedly started to receive more than ten years ago, no indication for use was provided. He usually received human regular insulin 30%/ human insulin isophane suspension 70% at 06:30am and ate breakfast at 07:00am, and measured his blood sugar at 11:30am and ate lunch at 12:00pm. On an unknown date, sometime after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he experienced hypoglycaemia, which was considered as non-serous by the company, and level of his blood sugar was further decreased although he soon drank coffee in a can. On an unknown date in 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he had injury on his eye by stucking on a branch on the other day which was considered as non-serious by the company. The injury was spontaneously improved without any treatment. On an unknown date around in (B)(6) 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he felt no effective on human regular insulin 30%/ human insulin isophane suspension 70% (product complaint (B)(4)) and realized increase in level his blood sugar, and level of his blood sugar was increased to 560 mg/dl in (B)(6) 2016, which was considered as serious for medically significant reason by the company. He reported that level of his blood sugar in the following morning was elevated when he drank beer at night as alteration in dietary intake. On an unknown date around in (B)(6) 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he realized to lose his weight suddenly which was considered as non-serious by the company. On an unknown date approximately in (B)(6) 2016, the dose of human regular insulin 30%/ human insulin isophane suspension 70% was increased to 10 units per day prior to breakfast, no reason was provided. At the time of reporting on (B)(6) 2016, he reported that he used the reusable pen (lot# unknown/product complaint (B)(4)) greater than ten years and medicine had not been expelled. He also reported that he had injection without noticing it and medicine was not reduced and injection could not be performed. Events outcome other than the eye injury, action taken for human regular insulin 30%/ human insulin isophane suspension 70% or treatment for the events other than the eye injury and hypoglycaemia were not provided. No further additional information would be expected since no patient consent for follow-up was obtained. The operator of the device was the patient. It was not provided if the operator was trained. The patient was not sure although the patient might be left the reported pen with the cartridge under situation of over 30 degrees celsius. It was reported that the patient had used the reported device more than ten years. Since the device is not being returned, evaluation for a malfunction is not possible. The reporting consumer did not provide any causality assessment. Updated on 27-sep-2016: additional information was received from the consumer on 26-sep-2016. Updated narrative since usage of the pen and complaint were provided by the patient.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 30jan2017 in the b.5 field. No further follow up is planned. Evaluation summary a male patient reported his humapen luxura device would not expel medication and the injection could not be performed. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The stated he had used the device for more than ten years. The user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. There is evidence of improper use. It is the patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the affiliate with a request for medical information, concerns a male of unknown age. The patient was suffering from poor visual acuity. He worked as a physical labour at a mountain. He concomitantly received an unspecified oral drug. The patient subcutaneously received human regular insulin 30%/ human insulin isophane suspension 70% (humulin 3/7, cartridge) 8 units per day prior to breakfast via a reusable pen (luxura) beginning on an unknown date, reportedly started to receive more than ten years ago, no indication for use was provided. He usually received human regular insulin 30%/ human insulin isophane suspension 70% at 06:30am and ate breakfast at 07:00am, and measured his blood sugar at 11:30am and ate lunch at 12:00pm. On an unknown date, sometime after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he experienced hypoglycaemia, which was considered as non-serous by the company, and level of his blood sugar was further decreased although he soon drank coffee in a can. On an unknown date in 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he had injury on his eye by stucking on a branch on the other day which was considered as non-serious by the company. The injury was spontaneously improved without any treatment. On an unknown date around in (B)(6) 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he felt no effective on human regular insulin 30%/ human insulin isophane suspension 70% (product complaint 3778973) and realized increase in level his blood sugar, and level of his blood sugar was increased to 560 mg/dl in (B)(6) 2016, which was considered as serious for medically significant reason by the company. He reported that level of his blood sugar in the following morning was elevated when he drank beer at night as alteration in dietary intake. On an unknown date around in (B)(6) 2016, more than ten years after starting the first dose of human regular insulin 30%/ human insulin isophane suspension 70%, he realized to lose his weight suddenly which was considered as non-serious by the company. On an unknown date approximately in (B)(6) 2016, the dose of human regular insulin 30%/ human insulin isophane suspension 70% was increased to 10 units per day prior to breakfast, no reason was provided. At the time of reporting on (B)(6) 2016, he reported that he used the reusable pen (lot# unknown/product complaint 3780637) greater than ten years and medicine had not been expelled. He also reported that he had injection without noticing it and medicine was not reduced and injection could not be performed. Events outcome other than the eye injury, action taken for human regular insulin 30%/ human insulin isophane suspension 70% or treatment for the events other than the eye injury and hypoglycaemia were not provided. No further additional information would be expected since no patient consent for follow-up was obtained. The operator of the device was the patient. It was not provided if the operator was trained. The patient was not sure although the patient might be left the reported pen with the cartridge under situation of over 30 degrees celsius. It was reported that the patient had used the reported device more than ten years. Since the device was not returned. The reporting consumer did not provide any causality assessment. Updated on 27-sep-2016: additional information was received from the consumer on 26-sep-2016. Updated narrative since usage of the pen and complaint were provided by the patient. Updated on 30-jan-2017: upon an internal review, it was determined that device specific safety summary (dsss) on product complaint 3780637 was updated on (B)(6) 2016; therefore, the case was updated with corresponding fields. Update 30jan2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.